Manufacturer narrative:
Product event summary: the 990045 guidewire with lot number 8584496 was returned and analyzed. The guidewire was received with a loop catheter but was not threaded in. A visual inspection of the guidewire revealed a stretched coil at the distal end and a broken mandrel inside the guidewire, located 0.4 inches from the distal end. No dried blood, tissue, or foreign material was observed on the received guidewire. It was not possible to perform the insertion test due to the state of the received guidewire. In conclusion, the reported clinical issues of atrial fibrillation, hypotension, pericardial effusion, and tachycardia occurred during the procedure and the decision to abort the procedure without use of alternate therapy was based upon the medical judgement of the physician. There is no indication of a relation of the adverse event to the performance and malfunction of the product. The reported tissue on tip was not observed during analysis; however, the guidewire failed the returned product inspection due to being stretched. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the data files and photo were returned and analyzed. The files showed 1 pulse select log file was received for the reported event date. The log file showed several delivery pulse ablation were performed on the reported event date using catheter identified as the returned loop catheter. The returned image showed the distal part of the guide wire was damaged. In conclusion, the reported issue was not confirmed through analysis. The guidewire has been returned and additional analysis will be performed on the physical product. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure using the pulse field ablation system, there was difficulty pulling out the guidewire from the pulse select catheter, and the catheter felt obstructed. Upon removal, the external part of the guidewire was found to be broken, with cardiac tissue attached to it. It was then reported that the blood pressure was low and the heart rate was high. A spot transesophageal echocardiogram identified pericardial effusion. The procedure was aborted while the patient was under general anesthesia due to suspicions of cardiac tamponade; however, cardiac tamponade was ruled out as the drop in blood pressure was attributed to atrial fibrillation with a rapid ventricular response. No treatment was required for the pericardial effusion; however, an antiarrhythmic drug was administered for pharmacologic cardioversion to treat the atrial fibrillation. The patients heart then converted back into sinus rhythm and the blood pressure stabilized. The patient was hospitalized for additional observation. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID: pscc100, product type: loop catheter; product ID: 10fcc13, product type: sheath. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.